Event description:
It was reported that the pt was reprogrammed after device replacement (after christmas) and was still having issues, including blood and scabs in the urine. It was reported that the pt felt "like the juices jump all over from testicles to bladder to urethra." Other symptoms included "fire-like sparks" in the anus and colon areas. Additional info was requested. See also MFR# 3004209178201006687.

Manufacturer narrative:
(B)(4).